Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17008. The pt received 2 model 3166 leads with the same lot number. It was reported the pt is experiencing ineffective stimulation due to her scs leads migrating. Subsequently, surgical intervention will be taken at a later date to address the issue. F/u identified the pt previously experienced some falls and multiple reprogramming attempts have been unsuccessful.